Manufacturer narrative:
Na - the device was explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had been explanted on (B)(6) 2014, due to lack of benefit as the patient could only detect sounds. The development of auditory and language skills was very slow and the rehabilitation was not effective.